Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed with a compromised force sensor system alarm. The customer¿s blood glucose level was 188 mg/dl at the time of the incident. The customer stated the pump's drive support cap was sticking out. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with loose/protruded drive support disk. Pump unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No alarm noted. Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.